Event description:
It was reported that the device longevity lasted less than expected. It was noted that there was a question as to why the monitor is not communicating with the carelink network. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.

Manufacturer narrative:
The device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was also received and reviewed. The device reached the recommended replacement time on 2012-08-06. Weekly battery voltage trend data shows minimum voltage of 2.641 to 2.60 volts between 2012-07-25 and 2012-10-17. Alerts for low battery voltage were triggered on 2012-08-06 and 2012-10-03.